Event description:
Same case as MFR report# 2134265-2009-01847 and 2134265-2009-01848. It was reported that during a pci (percutaneous coronary intervention) procedure, advancement difficulties were encountered; the guide wire was entrapped within the catheter. The totally occluded lesion being treated was located in the distal segment of the calcified and tortuous cx (circumflex artery). An unspecified size choice floppy guide wire and the 1.5 apex flex monorail balloon catheter was advanced to the lesion. Upon the first inflation, atm's and duration are unknown, the guide wire moved back a bit and the physician was unable to advance the guide wire. When the balloon was deflated, the guide wire was removed without any difficulty. Another 1.5 apex flex monorail balloon catheter was advanced over the same choice floppy guide wire to the lesion in the om (obtuse marginal) branch of the cx; characteristics of the lesion are unknown. Upon the first inflation, atm's and duration are unknown; the physician was unable to advance the guide wire. When the balloon was deflated, the guide wire was removed without any difficulty. The procedure was successfully completed with the same choice floppy guide wire and a 2.0 apex flex monorail balloon catheter. No patient injury or complications were reported. The patient's condition post procedure and upon discharge was reported as "stable".

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. A review of the manufacturing records was not possible because the batch number is unknown. A review of all information available for consideration at the time of this investigation was insufficient to confirm the reported event and determine the exact cause. Because there is no evidence of specification non-conformances related to the complaint device, the most probable root cause is considered as operational context, as it is likely that the device was limited by interaction with other devices, interaction with patient's anatomy or other procedural factors.